Event description:
It was reported that the rv lead underwent an auto polarization change due to low bipolar lead impedance. The lead will be replaced and no patient complications were reported as a result of this event.